Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect # 22575 was identified. During testing of an unreleased software version, it was found that after identifying potential for surgical arm collision with the work volume (wv) area during procedure (operation); when inserting screws via towers and editing the 3define scan, a software anomaly occurs. The workflow to reproduce was as follows: first, proceed to operation screen. Next, proceed to ¿edit work volume¿ screen and then send the surgical arm to a new 3define scan. The result was that the arm moved through the tower after the work volume vanished. The work around noted was to edit the work volume on the operation screen (when the towers were deleted once the wv is replaced) allows the user to continue as expected. This issue was also reproduced in a released software version, 5.1.2. It was found during r<(>&<)>d testingthere was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523.. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.